Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was an accidental failure of the patient board set.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a damaged printed circuit board.

Event description:
A user facility reported to olympus that the processor did not produce an image when used with "the old colonoscope but with the new it works" the reported problem was found during preparation for use for a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.